Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. As the alarms occurred in the past, troubleshooting was unable to be performed. Reportedly, the customer would change infusion set to address the alarms. The customer's blood glucose level was 167 mg/dl.